Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). One photograph of the defect, and one used sample without packaging were provided for evaluation. The venous line was visually evaluated, and no defects were observed. The venous line was then leak tested and leakage was detected. Upon closer examination using a magnifier, a pinhole was observed in the tubing near the venous chamber. The pinhole caused the leakage on the set. The photograph was evaluated, and leakage was observed on the tubing of the set. Based on the evaluation results, the reported defect was confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. Additionally, retain samples were also tested per specification with passing results. While an exact root cause could not be determined user mishandling cannot be ruled out. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1 : we have found that several of the b.braun dialog streamlines have pin-size holes in them (in the venous line below the venous chamber), which has resulted in patient blood loss. Additionally, this poses an increased risk of bacterial proliferation to immunocompromised patients with kidney failure. We experienced issues with 4 sets of lines today from lot# 0061904857, exp (B)(6) 2026.